Manufacturer narrative:
Batch review performed on 07 march 2022: lot 2106200: (B)(4) items manufactured and released on 24-aug-2021. Expiration date: 2026-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 3 months from primary revision surgery for periproshtetic femur fracture. Stem and head revised successfully.